Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with two unknown mentor gel breast implants has experienced postoperative bilateral capsular contracture, baker grade unknown. Patient noticed hardening a month or two after augmentation surgery, and that the left breast is harder. Capsular contracture was confirmed by a physician. Patient also reported experiencing trauma of being hit. At the time of this report, patient has expressed that she wanted the implants removed, but mentor has received no information regarding an expected explantation date. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.